Event description:
A leak was identified on one sample of product 66120-a7926 while pooling medication at a patient's home. The customer indicated that the leak was identified by a health professional, there was no patient involvement, and no related death or serious injury caused by the event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.